Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The patient had a revision surgery last week (B)(6) 2016 to move the placement of her two devices. It was because the devices were at an uncomfortable angle and was digging into the back of her pelvis. The revision was to move them in deeper to keep them more secure. Event date was (B)(6) 2016. The indications for use for this patient was gastrointestinal/pelvic floor.